Event description:
Additional information was received from a consumer regarding the patient. In response to an inquiry about the cause of the shocking sensation, the patient indicated that her stimulator seems to help her pain for a while; however, the shocking had only been somewhat resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated she has had shocking ever since her surgery on (B)(6) 2020 (date of implant). The patient stated she lost her remote and couldn't turn it off or down. The patient was just given a new remote as she moved and lost hers and just got this today. The patient stated she needs to lower the stimulation as the stimulation is shocking her. The patient clarified that this was an actually shock and not just a strong sensation. The patient was walked through turning off her stimulation and all was better. The patient noted that she wants her stimulation turned off. No further complications were reported. No additional patient symptoms were reported.